Manufacturer narrative:
H.6. Investigation: 1.there is no lot# provided, cannot determine the specified lot to perform DHR review, manufacturing review or retention sample evaluation. 2.each lot of product will be reviewed and released according to batch release procedure. 3.pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. 4.no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation 5.base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle was clogged during priming. This was discovered before use. The following information was provided by the initial reporter: it's noticed that flow occluded and result from needle clog during priming.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was clogged during priming. This was discovered before use. The following information was provided by the initial reporter: it's noticed that flow occluded and result from needle clog during priming.